Event description:
Ralc45 dlu calibrated, opened/closed without difficulty and got into green range. Lung tissue was torn prior to the firing sequence being completed. Pc read "firing complete" message. However, there were malformed staples on the proximal side and there was a tear in the tisuse. A leak developed but was manually sutured by surgeon to complete the case without further incident.